Manufacturer narrative:
An RMA was issued to evaluate the synchroseal instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of a synchroseal instrument popped out. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm synchroseal assembly instrument and completed the device evaluation. The instrument was analyzed and was found to have a dislodged snake wrist at the distal end. As a result, functional tests are unable to be performed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. No failures were observed during log review. Additional observation not reported by site: the instrument was found to have snake wrist cables. The frayed snake wrist cables were observed near the dislodged snake wrist at the dista end.

Event description:
Refer to h10/h11 for follow-up information.